Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. The reporter stated that the audio bolus button was torn and unresponsive. It was not specified if the damage or response issue occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4) -the pump has been returned and evaluated by product analysis on (B)(6) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/04/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The bolus button cover was observed to be torn, however the button responded properly.